Event description:
A us distributor returned a battery pack indicating that the battery was unable to power on a test monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power on test monitor) was confirmed. As received, the battery was non-functional in a test monitor and charger. Upon eval, the battery cells were leaking and the output voltage was 2.04v. The cause of the inability to power on a monitor and charge is the low output voltage. The cause of the low output voltage is the leaking cells. The root cause of the leaking cells cannot be positively identified. No adverse event resulted from the defective battery pack.